Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported there was an alleged over infusion with the device. There was patient involvement but unknown harm.

Event description:
It was reported there was an alleged free flow event. The customer states "the pump was never connected to the patient". There was patient involvement, but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem. Additional information: imdrf annex e, f and b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.